Event description:
Pt admitted with aortic insufficiency. Pt had previously had valve replacement surgery on 3/29/94. During surgical procedure on 3/18/97 it was noted that the valve used in the 3/29/94 surgery had a torn leaflet. A new vale was implanted.